Event description:
On (B)(6) 2011, a gore hybrid vascular graft was implanted in an a-v access application. The procedure was performed in the pt¿s right upper arm, from the brachial artery to axillary vein. On (B)(6) 2011, the graft was banded due to an ischemic hand.

Manufacturer narrative:
Review of device mfg record history confirmed device met pre-release specifications.